Event description:
It was reported that during a device upgrade the atrial lead was capped-unusable. The lead was capped and replaced due to loss of capture during a coronary artery bypass graft (CABG) procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a device upgrade the atrial lead was capped-unusable. No additional information is available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2011 (B)(6); 5076-58 implantable pacing lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).